Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 09/03/2013 for investigation. Investigation results as follows: initial visual inspection was performed and no physical damages were noted to the platform. Further inspection did reveal a defective pca processor board. Due to the failed board, neither a review of the archive data or functional testing could be performed. The reported complaint of the unit not passing the power-on test and displaying 'out of service' was confirmed based on verification that the pca processor board was defective.

Event description:
It was reported that the autopulse platform will not pass the power on self-test. All led lights are lit and the display is blank with the back light lit. The platform displayed an "out of service" message after the self-test. The platform came from a distributor inventory. No patient involvement was reported. No further information was provided.